Manufacturer narrative:
The reported malfunction was observed once during testing. However, the reported problem could not be verified to an assembly or a component during debug. Upon reassembly, the customer report could no longer be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The ECG board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge and timed out, causing the device not to charge. Complainant indicated that the patient was transported to the hospital. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.